Event description:
It was reported that following a series of falls, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60 cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000065077.